Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient had stomach pain post-operatively. The explanted devices were not released by the facility.

Manufacturer narrative:
Exact date unknown, event occurred approximately (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7083300 / 7088935.